Event description:
It was reported that during deployment of the embolization coil, the coil prematurely detached, partially in the microcatheter and partially in the ica. The coil was retrieved using a gooseneck snare. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the implant was returned detached from pusher. The coil is stretched. The attachment tether that holds the implant intact with the pusher is white opaque. This appearance is consistent with being stretched. Root cause analysis: the root cause of this complaint is that the attachment tether was exposed to a force greater than the maximum tensile spec of the attachment monofilament (tether). It is unk if the microcatheter used with this device had damage that attributed to this incident as it was not returned for eval.